Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable on the system controller, serial number (B)(6), was confirmed. Upon initial inspection, the damage to the white power cable was noted. A log file was downloaded during testing, and the data was reviewed on the reported event date of 08jan2026. The data reviewed showed the controller functioning as intended. The returned controller passed functional testing without issue. The root cause of the damage was unable to be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. Section 10 of the patient handbook - ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the primary system controller showed damage on the white cable (wear and tear vs. Scraped vs. Animal, unknown). This damage required an emergent controller exchange to provide safe performance.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.